Manufacturer narrative:
H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in sweden. On (B)(6) 2024, it was reported that the patient was woke up about 4 days ago because the pump alerted for high blood glucose levels. The patient also noticed that the tubing had disconnected from the site connector, which cause the patient blood glucose levels was elevated to 270 mg/dl, therefore patient felt tried and nausea. The patient changed new cartridge and inserted a new infusion set and took extra bolus doses with the pump to lower the blood glucose levels and felt fine after a while and by now feeling good again. No further information available.